Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a farawave pulse field ablation catheter was selected for use. During the procedure, the physician noticed while ablating the right inferior pulmonary vein that the saline was squirting out the side of the flush port at the end of the catheter. When it was tried to fix this, part of the flush port on the catheter was noticed to be coming off and then fully broke off, so saline was not being flushed into the catheter. The device was replaced, and the procedure was completed successfully. The patient reported pain in right calf post procedure, an ultrasound was performed and ruled out a deep vein thrombosis. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat atrial flutter is considered an off-label use.

Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief. Based on the product analysis the leak and detachment of device was confirmed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation and atrial flutter a farawave pulse field ablation catheter was selected for use. During the procedure, the physician noticed while ablating the right inferior pulmonary vein that the saline was squirting out the side of the flush port at the end of the catheter. When it was tried to fix this, part of the flush port on the catheter was noticed to be coming off and then fully broke off, so saline was not being flushed into the catheter. The device was replaced, and the procedure was completed successfully. The patient reported pain in right calf post procedure, an ultrasound was performed and ruled out a deep vein thrombosis. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat atrial flutter is considered an off-label use.